Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was too hot to touch. It was explained that any electronics which are connected all the time would be warm but should not be too hot to touch. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that the radiofrequency (rf) head battery was defective; the remote monitor failed during interrogate test and found error codes 3230, 3517 and 5704 in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.